Event description:
Boston scientific received information that a stuck setscrew issue was experienced during a routine change out of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) discussed wrench technique to loosen the setscrew. Physician reported setscrew was loosened however the right ventricular (rv) high voltage (hv) terminal pin remained stuck. Eventually the setscrew was loosened and hv terminal pin was successfully removed. Follow up information was provided indicating that the issue was likely due to user error. The physician had loosened the rate/sense setscrew instead of the hv screw, contributing to the difficulty of the hv terminal pin removal. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the right ventricular (rv) ring setscrew was stripped and the retainer washer was bent up. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was able to determine that the rv setscrew damage was induced during the explant procedure.

Event description:
This crt-d was later returned from the field for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.